Event description:
It was reported that the patient received an inappropriate shock while washing their hands. Boston scientific technical services was contacted and device data and diagnostic imaging were provided. Upon review of device data, it was determined that the inappropriate shock occurred due to oversensed noisy artifacts. It was also observed that both the device and electrode had migrated from their original implant site. Technical services recommended programming options to prevent further inappropriate shocks and revision to reposition the system. No additional patient consequences were reported. Additional information has been requested but not yet received.